Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc connected remotely and reviewed the data logs. The patient sample was placed on the track at 10:30 and the results were in syngo by 10:46 for all tests. The customer has the magnesium set up to hold for magnesium therapeutic which means the technician has to release this test. Review of the audit trail indicated that the magnesium was in held status and was not released until 11:46 by the technician. Syngo performed as intended. Ccc discussed the user error with the laboratory supervisor. The cause of the delay was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a magnesium therapeutic patient result took over an hour to be reported from the syngo lab data manager to the laboratory information system. The customer received a complaint from the physician regarding the delay. There are no known reports of patient intervention or adverse health consequences due to the delay.